Manufacturer narrative:
(B)(4).

Event description:
Customer called on (B)(4) 2012, reporting of a of a "diluent comparison out of limits" error while running controls on the lh 500 hematology analyzer. While troubleshooting with customer technical support (cts), customer obtained instrument generated aspiration "p" errors while running several samples and discovered a leak underneath the lh500 instrument. Customer was wearing personal protective equipment consisting of a lab coat, gloves and glasses and no exposure or injury was reported by the customer. There was no reported impact to patient results and therefore no change to patient treatment attributed to this event. Field service engineer (fse) found the fluid leak from the normally closed line from pinch valve 49 (pv49). Fse proceeded to replace the tubing at pinch valve (pv) 49 and repair was verified per established procedures. Root cause of the leak was attributed to a leaking tube at pv49.